Manufacturer narrative:
(B)(4). The root cause of the check supply line alarm was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke to the home patient (hp) regarding the reported condition. The hp stated he discarded the supplies and resumed therapy later. There was no patient injury or medical intervention reported. The hp is continuing therapy on the cycler with no further problems.

Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice (hc) during last fill. The home patient was already disconnected and there was solution in the supply bags. The hp requested assistance ending therapy. The baxter technical service representative (tsr) assisted with ending therapy. No patient injury or medical intervention was reported at the time of the initial call.